Event description:
The facility reported a colleague infusion pump with a channel c 703:00 error code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with channel c 703:00 error code was confirmed during product evaluation. The root cause of this condition was assigned to a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.